Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right atrial (ra) lead exhibited high thresholds, high impedance, a polarity switch and short interval counts. It was further reported that the ra lead exhibited noise. It was also reported that the implantable pulse generator (ipg) had a loose set screw. Lead revision and reprogramming occurred. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.